Manufacturer narrative:
Contraction/ shrinking of mesh (alleged 2011); recurring hernia (confirmed (B)(6) 2010); revision surgery (confirmed (B)(6) 2010); severe abdominal or groin pain (confirmed (B)(6) 2010). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) florida. (B)(6), md. Office visit. History of present illness: history of heart transplant in 2008. 3-4 months ago noted a bulge in his epigastrium that has been getting larger over time and causing aching pain. No obstructive symptoms. Past medical history: reflux disease and diabetes mellitus since the heart transplant. Social history: patient used to smoke a half a pack a day for 50 years and quit four years ago. Exam: easily reducible hernia in the subxiphoid region as well as lower down the midline near one of his previous chest tube insertion sites. Assessment/plan: incisional hernia in epigastrium after undergoing a heart transplant last year. Seems in excellent health to undergo a laparoscopic versus open incisional hernia repair. (B)(6) 2009: (B)(6) florida. (B)(6), md. Office visit. Status post incisional hernia repair that was done laparoscopically with placement of gore-tex mesh. Extensive medical history including heart transplantation and previous midline hernia. On physical exam, there are four well healed laparoscopic incisions in the right and left lower quadrants. There is a 3 cm ventral hernia in the upper portion in the midline incision still there. Instructed to return to clinic in two months. (B)(6) 2009: (B)(6) florida. (B)(6), md. Office visit. Status post laparoscopic ventral hernia repair. Exam: ventral hernia incision sites are well healed. No erythema, induration or drainage noted. Plan: patient reminded not to lift any heavy objects or straining as this will cause hernia to reappear. Return to clinic as needed since ventral hernia is completed [sic] healed with no issues. (B)(6) 2010: (B)(6) florida. (B)(6), md. Office visit. Presents with recurrent incisional hernia which has increased in size over last few months. Painful when turns on right side and lies down. Originally developed hernia after having two midline incisions dating back to 1988 when he underwent first CABG [coronary artery bypass graft]. Incision was revised in (B)(6) 1999 with his second cardiac surgery. In 2008 this incision was reopened when he underwent heart transplant. By (B)(6) 2009, he developed a painful hernia which had enlarged. At that time underwent laparoscopic ventral hernia repair with gore-tex mesh placement which was 20 cm x 30 cm on (B)(6) 2009. He states he ¿over did it¿ and within three months of his hernia surgery the hernia redeveloped. He states that it is increasing in size and because he lives on acreage and has in the past had goats and chickens, it is interfering with his routine lifestyle. He is seeking today to have this repaired. Social history: was a 25-pack-year history smoker but has not smoked for approximately five years. Exam: well-healed incision with a ventral hernia defect that was easily reducible just below the xiphoid process and above the umbilicus of less than 5 cm in overall diameter. It appears that the mesh has probably come loose from the side sutures and will be repairable. Assessment: recurrent incisional hernia. Plan: scheduled for operating room on 10/13/10 for ventral hernia repair. (B)(6) 2010: (B)(6) florida. (B)(6), md. Radiology-CT abdomen. Indication: history of abdominal hernia. Findings: there is radiodense mesh along the upper aspect of the anterior abdominal wall. Just to the inferior margin of the mesh, there is a well circumscribed anterior abdominal wall defect with a mouth measuring 20 x 20 mm which contains intra-abdominal fat but no bowel loops. There is no bowel obstruction, free air or free fluid. The non contrast enhanced liver, pancreas, spleen and adrenal glands are unremarkable in appearance. The kidneys, ureters and partially fluid filled urinary bladder are unremarkable appearance. There is radiodense cholelithiasis without findings to suggest cholecystitis. The prostate seminal vesicles demonstrate a concerning abnormality. There is no retroperitoneal or mesenteric lymphadenopathy. There is prominent amount of radiodense material along the right anterior aspect of the t10 and t11 vertebral bodies which may reflect prior vertebroplasty procedure at these sites. There is a grade 1 spondylolisthesis of l5 with respect to s1. There are no concerning blastic or lytic lesions. The visualized extraabdominal and extrathoracic soft tissues demonstrate no concerning abnormalities. There is diffuse moderate atherosclerotic disease involving the nonaneurysmal abdominal aorta. Patency of the arterial vessels is not well demonstrated in the absence of intravenous contrast material. Impression: 1. Interval placement of radiodense mesh along the superior aspect of the anterior abdominal wall with small midline fat containing hernia inferiorly as above. No bowel obstruction, free air or fluid. 2. Grade 1 spondylolisthesis of l5 with respect to s1. 3. Cholelithiasis without evidence of acute cholecystitis. (B)(6) 2010: (B)(6) florida. (B)(6), md. Office visit. Postoperative visit after undergoing laparoscopic repair of symptomatic incisional hernia using gore-tex mesh. On physical exam, he has a very small seroma without any evidence of infection. Recovering without evidence of complication following laparoscopic repair of incisional hernia. Instructed to continue to restrain from any vigorous activity for an additional two months. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: no records prior to (B)(6) 2009; including coronary artery bypass graft x2, heart transplant were not provided . On (B)(6) 2009 (B)(6) medical center. (B)(6). Office visit. Follow up, doing well, sees transplant team. Medical history: diabetes, chronic prednisone therapy, heart transplant, peptic ulcer disease. Medication: clotrimazole [antifungal], insulin aspart, metformin, oxycodone, prednisone, neoral [antirejection], certican/everolimus [immunosuppressant]. Bmi 23. Impression: status post heart transplant, continue prescriptions per transplant team. On (B)(6) 2009 (B)(6) medical center. (B)(6). Office visit. Follow up, had ventral hernia repair. No new complaints, off prednisone now. Medications: insulin aspart, metformin, oxycodone, certican/everolimus. On (B)(6) 2010 (B)(6) medical center. (B)(6). Office visit: . Follow up, doing well status post ventral hernia repair. Meds neoral, oxycodone. Exam: abdomen; normal bowel sounds, no palpable mass, no tenderness. Return 6 months. On (B)(6) 2018 (B)(6) medical center. (B)(6). Radiology-chest 2 views. Indication: cough. Impression: air-containing retrocardiac mass consistent with moderately large hiatal hernia. On (B)(6) 2018 (B)(6) medical center. (B)(6), md. Radiology ¿ upper gi without kub. Indication: assess hiatal hernia. Impression: 8.9 cm x 8.2 cm partially reducing para-esophageal gastric hiatal hernia and mild gastroesophageal reflux. Presbyesophagus. On (B)(6) 2018 (B)(6) medical center. (B)(6); (B)(6). Office notes. Indication: para-esophageal hernia. Multiple surgeries on chest/abdomen including CABG x2 in 90s, lung wedge resection, 2 abdominal hernia repairs 2009 and 2010. History of gerd [gastroesophageal reflux disease], copd [chronic obstructive pulmonary disease], remote prednisone therapy, peptic ulcer disease. Active medications: aspirin, clopidogrel, neoral, mycophenolic acid. Social: denies tobacco, alcohol. Weight 154.7 pounds, bmi 27. Impression/plan: likely poor candidate for further surgery to repair hernia, especially since fairly asymptomatic. Plan for egd. On (B)(6) 2018 (B)(6) medical center. (B)(6). Radiology ¿ CT thorax with contrast. Indication: follow up left basal lung infiltrate. Findings: postsurgical changes of anterior abdominal wall with a mesh enclosed collection. Residual fatty ventral hernia. Impression: large hiatal hernia, cholelithiasis, left renal cyst, diverticulosis. On (B)(6) 2019 (B)(6) medical center. (B)(6), md. Radiology ¿ CT chest without contrast. Indication: screening. Former smoker with history of left lower lobe wedge resection in 2013. Quit smoking 2004. Findings: upper abdominal structures appear stable, grossly unremarkable. Moderate size hiatal hernia. Postsurgical changes in anterior abdomen . Impression: stable chest CT. No new pulmonary nodule. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 2240, 2564, 3191: "contraction/shrinking of mesh") were reported based on the original complaint and are no longer applicable and not reportable per gore¿s investigation. Medical records: the known medical records span march 11, 2009 through june 24, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. Records from september 10, 2009 through september 13, 2010 and december 1, 2010 through april 9, 2018 were not provided. Patient information: medical history: diabetes mellitus, heart transplant recipient with immunosuppressive therapy, gastroesophageal reflux disease [gerd], ventral hernia, hiatal hernia, chronic obstructive pulmonary disease, peptic ulcer disease, smoker, ­ ½ pack/day x 50 years, quit 2005. Prior surgical procedures: (B)(6) 1999: CABG x2, on (B)(6) 2007: cardiac defibrillator implantation, on (B)(6) 2008: orthotic heart transplant. Implant #1 preoperative complaints: on (B)(6) 2009: ¿history of heart transplant in 2008. 3-4 months ago noted a bulge in his epigastrium that has been getting larger over time and causing aching pain. No obstructive symptoms.¿ ¿easily reducible hernia in the subxiphoid region as well as lower down the midline near one of his previous chest tube insertion sites.¿ on (B)(6) 2009: [the patient] ¿is a 68-year-old gentleman with a history of heart transplant who developed ventral hernia which was bothersome to the patient. He was, therefore, scheduled for laparoscopic correction of hernia defect.¿ implant #1 procedure: laparoscopic ventral hernia repair with ¿gore-tex mesh¿ implant: gore® dualmesh® plus biomaterial (06402872/1dlmcp07) 20 cm x 30 cm. Implant #1 date: on (B)(6), 2009. Description of hernia being treated: ¿the patient was placed in a supine position and was prepped and draped in the usual surgical sterile fashion. A midline infraumbilical incision was made, and the incision was carried down through the subcutaneous tissue with the use of electrocautery. Access to the abdomen was accomplished. A 12 mm trocar was introduced into the abdomen, and pneumoperitoneum was achieved without any complications. A 10 mm 30-degree scope was introduced, and there were three different defects in the epigastric area that needed repair. The margins of the defects were marked with the use of a spinal needle, and the borders of the defect were therefore recreated on the skin of the abdomen. A 3 cm length was added to each site of the defects, and the diameter of the defect of the mesh was created.¿ implant size and fixation: ¿a 20 x 30 cm gore-tex mesh with a lot number of 06402872 was used, and it was appropriately trimmed to the desired size and it was marked on all four sites for orientation purposes. Five 3-0 gore-tex interrupted sutures were placed along our marks on the mesh, and the mesh was then rolled in the appropriate orientation and was prepared for insertion into the abdomen. We then proceeded with the placement of four 5-mm ports on the sides of the abdomen on anterior axillary line through which we could achieve close orientation of the mesh and tacking the mesh to the abdominal wall. We then inserted the mesh and unrolled it in the orientation dictated by our marks, and we proceeded with tying of the gore-tex sutures to the abdominal wall. We were able to extract the sutures from the abdominal cavity out to the skin with the use of very small incisions and the use of carter thompson [sic] retractor. In that way, we were able to tack our mesh to the abdominal wall on an underlay fashion. To further secure the mesh to the abdominal wall, a 5 mm protack was used, and the borders of the mesh were tacked along the diameter of it circumferentially. We then retracted our ports under direct vision, and no bleeding was found. We continued with closure of the fascial defect with the use of 2-0 vicryl figure-of-eight interrupted sutures, and the skin was closed on all skin incisions with 4-0 monocryl subcuticular sutures. Dermabond was used to reinforce all incisions.¿ post-operative period: ­ on (B)(6) 2009: discharge summary: ¿s/p [status post] heart transplant back in 2008, developed epigastric ventral incisional hernia from procedure. Admitted for incisional hernia repair with gore-tex mesh placement. Tolerated procedure well with no acute postop complications. He was restarted on all of his immunosuppressive medications the day after surgery. Uneventful postop course. Postop day 2 pain controlled with p.o. [By mouth] pain medication. Incisions all looked clean, dry, intact.¿ relevant medical information: on (B)(6) 2009: ¿follow up, had ventral hernia repair. No new complaints, off prednisone now.¿ on (B)(6) 2009: ¿status post incisional hernia repair that was done laparoscopically with placement of gore-tex mesh. Extensive medical history including heart transplantation and previous midline hernia. On physical exam, there are four well healed laparoscopic incisions in the right and left lower quadrants. There is a 3 cm ventral hernia in the upper portion in the midline incision still there.¿ on (B)(6) 2009: ¿ventral hernia incision sites are well healed. No erythema, induration or drainage noted.¿ implant #2 preoperative complaints: on (B)(6) 2010: ¿presents with recurrent incisional hernia which has increased in size over last few months. Painful when turns on right side and lies down. Originally developed hernia after having two midline incisions dating back to 1988 when he underwent first CABG [coronary artery bypass graft]. Incision was revised on (B)(6) 1999 with his second cardiac surgery. In 2008 this incision was reopened when he underwent heart transplant. On (B)(6) 2009, he developed a painful hernia which had enlarged. At that time underwent laparoscopic ventral hernia repair with gore-tex mesh placement which was 20 cm x 30 cm on (B)(6) 2009. He states he ¿over did it¿ and within three months of his hernia surgery the hernia redeveloped. He states that it is increasing in size and because he lives on acreage and has in the past had goats and chickens, it is interfering with his routine lifestyle. He is seeking today to have this repaired.¿ ¿well-healed incision with a ventral hernia defect that was easily reducible just below the xiphoid process and above the umbilicus of less than 5 cm in overall diameter. It appears that the mesh has probably come loose from the side sutures and will be repairable.¿ on (B)(6) 2010: CT abdomen: ¿there is radiodense mesh along the upper aspect of the anterior abdominal wall. Just to the inferior margin of the mesh, there is a well circumscribed anterior abdominal wall defect with a mouth measuring 20 x 20 mm which contains intra-abdominal fat but no bowel loops. There is no bowel obstruction, free air or free fluid.¿ on (B)(6) 2010: [the patient] ¿is status post cadaveric heart transplantation. He had an incisional hernia in the upper abdomen which has been previously repaired. Presents with recurrent hernia inferior to mesh.¿ implant #2 procedure: laparoscopic incisional hernia repair with ¿gore-tex dual mesh.¿ implant: gore® dualmesh® plus biomaterial (7577022/1dlmcp02) 8 cm x 12 cm. Implant #2 date: on (B)(6) 2010. Description of hernia being treated: ¿pneumoperitoneum was obtained with a veress needle in the left upper quadrant. This was followed by placement of a 5-mm trocar. Initial exploration revealed no evidence of an inadvertent trocar injury. A second trocar was placed under direct vision. There were a number of adhesions to the upper abdomen where there was a previously placed segment of gore-tex mesh. This was all omentum and it was easily taken down predominantly with blunt dissection. Electrocautery was used for hemostasis. I then reduced the incarcerated omentum from a fascial defect just inferior to this mesh that measured 3 cm x 3 cm. Inspection of the remaining abdominal wall showed no other evidence of defects. This happened to lie in the location of a previous chest tube site.¿ implant size and fixation: ¿it showed [sic] a piece of 8 cm x 12 cm gore-tex dual mesh and it was trimmed appropriately. A stitch was placed in the center, and then this was placed into the abdomen and the stitch grasped by a suture-passing device placed through the hernia site. This held the mesh in appropriate position so that it could be tacked circumferentially with protack. We then irrigated the abdomen and, once I was assured of hemostasis, the 12-mm trocar site was closed at the level of the fascia with an interrupted suture. Pneumoperitoneum was released and the skin was closed in a subcuticular fashion with fine absorbable suture material. Dermabond was applied.¿ post-operative period: ­ on (B)(6) 2010: discharge summary: ¿laparoscopic incisional hernia repair with gore-tex dualmesh without complications.¿ relevant medical information: on (B)(6) 2010: ¿postoperative visit after undergoing laparoscopic repair of symptomatic incisional hernia using gore-tex mesh. On physical exam, he has a very small seroma without any evidence of infection. Recovering without evidence of complication following laparoscopic repair of incisional hernia. Instructed to continue to restrain from any vigorous activity for an additional two months.¿ on (B)(6) 2010: ¿follow up, doing well status post ventral hernia repair.¿ ¿exam: abdomen; normal bowel sounds, no palpable mass, no tenderness.¿ on (B)(6) 2018: x-ray chest: ¿air-containing retrocardiac mass consistent with moderately large hiatal hernia.¿ on (B)(6) 2018: x-ray abdomen: ¿8.9 cm x 8.2 cm partially reducing para-esophageal gastric hiatal hernia and mild gastroesophageal reflux. Presbyesophagus.¿ on (B)(6) 2018: CT chest: ¿postsurgical changes of anterior abdominal wall with a mesh enclosed collection. Residual fatty ventral hernia.¿ on (B)(6) 2019: CT chest: ¿upper abdominal structures appear stable, grossly unremarkable. Moderate size hiatal hernia. Postsurgical changes in anterior abdomen.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7577022. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. D2: added common device name. D4: added lot #, catalog #, expiration date, di # g5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method/results codes. Conclusions code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009 were not provided. (B)(6) 2009: operative report. Preop/postop diagnosis: ventral hernia. Procedure: laparoscopic ventral hernia repair with gore-tex mesh placement 20 x 30 cm, lot number is 06402872. Indication: history of heart transplant, developed ventral hernia which was bothersome. Therefore, scheduled for laparoscopic correction of hernia defect. Description of procedure: ¿the patient was taken to the operating room where time-out was performed so the patient¿s identity together with the correct procedure was confirmed, appropriate antibiotic used ancef 2 grams IV was confirmed, together with the use of subcutaneous heparin 5000 units, and the use of bilateral scd¿s for dvt prophylaxis. The heparin and scd will be continued until discharge. The patient was placed in a supine position and was prepped and draped in the usual surgical sterile fashion. A midline infraumbilical incision was made, and the incision was carried down through the subcutaneous tissue with the use of electrocautery. Access to the abdomen was accomplished. A 12 mm trocar was introduced into the abdomen, and pneumoperitoneum was achieved without any complications. A 10 mm 30 degree scope was introduced, and there were three different defects in the epigastric area that needed repair. The margins of the defects were marked with the use of a spinal needle, and the borders of the defect were therefore recreated on the skin of the abdomen. A 3 cm length was added to each site of the defects, and the diameter of the defect of the mesh was created. A 20 x 30 cm gore-tex mesh with a lot number of 06402872 was used, and it was appropriately trimmed to the desired size and it was marked on all four sites for orientation purposes. Five 3-0 gore-tex interrupted sutures were placed along our marks on the mesh, and the mesh was then rolled in the appropriate orientation and was prepared for insertion into the abdomen. We then proceeded with the placement of four 5-mm ports on the sides of the abdomen on anterior axillary line through which we could achieve close orientation of the mesh and tacking the mesh to the abdominal wall. We then inserted the mesh and unrolled it in the orientation dictated by our marks, and we proceeded with tying of the gore-tex sutures to the abdominal wall. We were able to extract the sutures from the abdominal cavity out to the skin with the use of very small incisions and the use of carter thompson retractor. In that way, we were able to tack our mesh to the abdominal wall on an underlay fashion. To further secure the mesh to the abdominal wall, a 5 mm protack was used, and the borders of the mesh were tacked along the diameter of it circumferentially. We then retracted our ports under direct vision, and no bleeding was found. We continued with closure of the fascial defect with the use of 2-0 vicryl figure-of-eight interrupted sutures, and the skin was closed on all skin incisions with 4-0 monocryl subcuticular sutures. Dermabond was used to reinforce all incisions. The patient tolerated procedure very well. He was extubated in the or and was taken to the postoperative care unit without any complications. Instrument and sponge counts were found to be correct at the end of the case, and the attending physician was present throughout the whole of the procedure.¿ (B)(6) 2009: implant record. Patch, mesh, dual, eptfe, 20.0 cm x 30 cm x 1.0 mm. Expiration date: 09/19/2011. Manufacturer: gore. Lot#: 06402872. Mfg catalog#: 1dlmcp07. (B)(6) 2009: implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 06402872. 20x30cm. W.l. Gore & associates. Asa iii. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/06402872) was implanted during the procedure. (B)(6) 2009: discharge summary. Hospital course: s/p heart transplant back in 2008, developed epigastric ventral incisional hernia from procedure. Admitted for incisional hernia repair with gore-tex mesh placement. Tolerated procedure well with no acute postop complications. He was restarted on all of his immunosuppressive medications the day after surgery. Uneventful postop course. Postop day 2 pain controlled with p.o. [By mouth] pain medication. Incisions all looked clean, dry, intact. Medications included: neoral and certican [immunosuppressive]. Discharge instruction: not to lift anything over 5 pounds. (B)(6) 2010: operative report. Preop/postop diagnosis: symptomatic incisional hernia. Operation performed: laparoscopic incisional hernia repair with gore-tex dual mesh. Indications: s/p cadaveric heart transplantation. Had incisional hernia upper abdomen, previously repaired. Presents with recurrent hernia inferior to mesh. Causing him symptoms and he desires repair. Operative procedure: ¿the patient was transferred to the operating room and adequate general endotracheal anesthesia was induced out [sic] difficulty. The left arm was tucked and the abdomen prepped and draped in the usual aseptic fashion. A surgical time-out was performed. Pneumoperitoneum was obtained with a veress needle in the left upper quadrant. This was followed by placement of a 5-mm trocar. Initial exploration revealed no evidence of an inadvertent trocar injury. A second trocar was placed under direct vision. There were a number of adhesions to the upper abdomen where there was a previously placed segment of gore-tex mesh. This was all omentum and it was easily taken down predominantly with blunt dissection. Electrocautery was used for hemostasis. I then reduced the incarcerated omentum from a fascial defect just inferior to this mesh that measured 3 cm x 3 cm. Inspection of the remaining abdominal wall showed no other evidence of defects. This happened to lie in the location of a previous chest tube site. It showed a piece of 8 cm x 12 cm gore-tex dual mesh and it was trimmed appropriately. A stitch was placed in the center, and then this was placed into the abdomen and the stitch grasped by a suture-passing device placed through the hernia site. This held the mesh in appropriate position so that it could be tacked circumferentially with protack. We then irrigated the abdomen and, once I was assured of hemostasis, the 12-mm trocar site was closed at the level of the fascia with an interrupted suture. Pneumoperitoneum was released and the skin was closed in a subcuticular fashion with fine absorbable suture material. Dermabond was applied.¿ (B)(6) 2010: implant record. Graft, dualmesh plus, 8 cm x 12 cm x 1mm. Expiration date: 09/13/2013. Body side: bilateral. Manufacturer: gore. Lot #: 7577022. Mfg catalog #: 1dlmcp02. (B)(6) 2010: implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp02. Lot batch code: 7577022. W.l. Gore & associates. 8 x 12. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp02/7577022) was implanted during the procedure. (B)(6) 2010: discharge summary. Principal diagnosis: symptomatic incisional ventral hernia. Hospital course: laparoscopic incisional hernia repair with gore-tex dualmesh without complications. Discharge: stable. Medications: neoral and certican [immunosuppressive]. Instructions: may not lift more than 5 pounds or perform any strenuous activities for eight weeks or until cleared by md. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby an "alleged gore device" was implanted. It was reported the patient alleges the following injuries: contraction/shrinking of mesh; recurring hernia; revision surgery; severe abdominal or groin pain. Additional event specific information was not provided.